Event description:
It was reported that the electric dermatome was not activating/powering up. Add'l clinical follow up with the customer indicated that the event occurred prior to the beginning of the procedure. Another device was available for use and there was no surgical delay, patient harm, or medical intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.